Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. Ai indicates that the lead was dislodged during the explant procedure of the right ventricular (rv) lead. This lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.